Event description:
It was reported that an occlusion alarm occurred. The customer was using supplies beyond recommended labeling. Tandem technical support educated the customer on proper supplies labeling. Reportedly, the customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 125 mg/dl.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.